Event description:
It was reported that the patient presented to the emergency room feeling fatigue. During device interrogation, it was noted that the patient was in vt and the device classified the episode as svt due to the programmed settings. The device was reprogrammed. The patient will be monitor closely.

Manufacturer narrative:
.